Event description:
It was reported that there was oversensing after implant, while the patient was being moved off of the operating table. It was believed to be either a grommet issue or an issue with the old competitor leads. The patient continued to have oversensing and sporadic pauses up to 1.7 seconds. A digital holter was conducted and the data did not tend to implicate grommet damage. There was high frequency noise on the atrial channel, and in some cases noise on the ventricular channel at the same time, which appeared to mirror the atrial noise. It was believed there was possible right atrial and right ventricular lead cross talk causing ventricular pacing inhibition. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.